Manufacturer narrative:
E1 (B)(6).

Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in severely tortuous and severely calcified right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical form during first inflation at nominal pressure for 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1 - initial reporter city: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. Visual inspection revealed no issues with the hypotube shaft. No kinks or damages on the polymer extrusion shaft. A detailed microscopic examination of the balloon material identified a balloon pinhole tear 2mm distal from proximal markerband. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU using the inflation aid, however, a leak was noted coming from the pinhole tear 2mm distal from proximal markerband. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. A 90% stenosed target lesion was located in severely tortuous and severely calcified right coronary artery. A 10mmx2.25mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon ruptured in a vertical form during first inflation at nominal pressure for 10 seconds. The device was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition after the procedure.